Manufacturer narrative:
Image review: post-op x-rays provided for l4-s1 fusion interbody devices present at l4-5, l5-s1. Appears to be a paucity of bone graft. Ap images only. Unclear if these are initial post-op, or post revision x-rays, but the rods in this x-ray appear to be a suitable length.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
Date of revision surgery: (B)(6) 2016 (month and year valid) it was reported that on an unknown date, post-op, patient suffered with pain due to the surgeon implanting rods that were too long. The rods caused damage to her iliac bone. The patient stated that the cages were crammed in there. Patient underwent a revision surgery but due to the damaged done by the first surgery, patient was not able to have fusion. Patient underwent revision surgery and the rod was explanted. New rods and screws were placed. No hardware failure or breakage was observed.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.